Manufacturer narrative:
The insulin pump was unable to perform operating currents, self test, unexpected restart error test, basic occlusion, occlusion, no delivery test due to cracked lcd glass. The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing display window.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer stated that the screen was not working. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.